Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 53 mg/dl after exercising at school. As per school policy, the school nurse assisted the customer and provided juice to address the bg level. The contact stated that the pump settings/correction factor were still be adjusted and the customer had been exercising; both may have contributed to the low bg. Tandem technical support advised the contact to discuss the low bg event with a healthcare provider.